Event description:
Information received from the field does not address the patient's clinical status but notes that one day post implant, intermittent ventricular capture was observed. The automatic pulse amplitude was 0.875 v and the resulting paced output was 1.875 v. The physician cited difficult lead placement at the time of implant and did not want to perform another surgery. Therefore, the ventricular output was increased to obtain consistent capture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received